Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples leading to bleeding . How was the bleeding controlled? Spot coagulation. How much blood was lost (ml)? Not informed. Did the patient require a transfusion? Not informed. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not informed.

Event description:
It was reported that the reload did not get fired, staple formation did not happen leading to bleeding.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2021; d4: batch # p55u1u. H6: component code =g04. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damaged and partially fired 1/3 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.